Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently left the saline line clamp open, allowing air to enter the arterial line and causing arterial air alarms to occur. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently left the saline line clamp open during treatment. There is no evidence of a device malfunction. The cycler alarmed appropriately. User's guide includes adequate instructions for cartridge connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified and provided add'l review of treatment procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.